Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: investigation revealed cracks in the battery compartment. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The audio bolus button cover was lifting; however, the bolus button was responsive during the investigation. The battery cap had damaged threads and would not secure to the test pump. In addition, call service alarm cs088 interrupted investigation and when the pump was disassembled, moisture induced damage was found on the printed circuit board. Correction to serial # (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.